Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 492 mg/dl and 81 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The complaint conclusion has been amended to reflect that the cause of the patient¿s death was attributed to the stroke by adjudication. It was reported that the day following implantation of a stent in the left ostium of internal carotid artery the patient had an ischemic stroke. At 10am the next day, the study coordinator performed a neurological exam during which the patient exhibited signs of a stroke, which progressively became worse throughout the day. The patient was diagnosed with an ischemic stroke and is now in hospice care. The patient's medical history includes severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia and history of smoking (>5packs of cigarettes). The patient had high risk criteria of chf (class iii/IV) and/or known severe left ventricular dysfunction. At the time of the index procedure, angiography revealed an 80% stenosis of the left ostium of internal carotid artery. The lesion was described as 2mm in length, mildly calcified, and eccentric. The patient's pre-procedure stroke scale scores were 0 and the patient was asymptomatic. An angioguard was deployed beyond the lesion, after being pre-dilated. An 8 x 30mm precise rx stent was implanted at the target lesion, with 0% residual stenosis. The patient left the angiography suite without neurological deficit. The next day the patient experienced aphasia, dysarthria, and reflex change. The patient also experienced visual field loss on both sides. The patient had hemineglect, hemiparesis, and hemiataxia on the right side. The patient's neurological deficit was reported to be permanent, but did not require emergent surgery. The onset was step-like. The patient was discharged six days after the index procedure. As reported by the sapphire registry, the patient died of cardiopulmonary arrest approximately eleven days after the index procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
It was reported that the day following implantation of a stent in the left ostium of internal carotid artery, the patient had an ischemic stroke. At 10 am the next day, the study coordinator performed a neurological exam during which the patient exhibited signs of a stroke, which progressively became worse throughout the day. The patient was diagnosed with an ischemic stroke and is now in hospice care. At the time of the index procedure, angiography revealed an 80% stenosis of the left ostium of internal carotid artery. The lesion was described as 2mm in length, mildly calcified, and eccentric. The patient's pre-procedure stroke scale scores were 0 and the patient was asymptomatic. An angioguard was deployed beyond the lesion, after being pre-dilated. An 8 x 30mm precise rx stent was implanted at the target lesion, with 0% residual stenosis. The patient left the angiography suite without neurological deficit. The next day, the patient experienced aphasia, dysarthria, and reflex change. The patient also experienced visual field loss on both sides. The patient had hemineglect, hemiparesis, and hemiataxia on the right side. The patient's neurological deficit was reported to be permanent, but did not require emergent surgery. The onset was step like. The patient discharged six days after the index procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
As reported by the (B) (6) registry, the patient had an ischemic stroke the next day post index procedure. Eleven days later, the patient went into cardiopulmonary arrest and died. The patient came in to the hospital with chest pain and was diagnosed with an mi and 3-vessel disease. The patient was scheduled for heart surgery and was put on an intra-aortic balloon pump (abp) and heparin; however, the patient was allergic to heparin and was put on angiomax. While in the hospital, the patient removed the abp. Additional tests were performed, which revealed cas. Therefore, the patient had a precise rx stent implanted successfully. A neurologic test was performed at 7 pm, and did not show any neurological symptoms post procedure; therefore, the patient was scheduled to have heart surgery a few days later. At 10 am the next day, the study coordinator performed a neurological exam and the patient was exhibiting signs of a stroke, which progressively became worse throughout the day. The patient was diagnosed with an ischemic stroke and is now in hospice care. At the time of the index procedure, angiography revealed an 80% stenosis of the left ostium of internal carotid artery. The lesion was described as 2mm in length, mildly calcified, and eccentric. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard was deployed beyond the lesion, after being pre-dilated. An 8 x 30mm precise rx stent was implanted at the target lesion, with 0% residual stenosis. The patient left the angiography suite without neurological deficit. The next day, the patient experienced aphasia, dysarthria, and reflex change. The patient also experienced visual field loss on both sides. The patient had hemineglect, hemiparesis, and hemiataxia on the right side. The patient's neurological deficit was reported to be permanent, but did not require emergent surgery. The onset was step-like. The patient ws discharged the sixth days after the index procedure.